Event description:
It was reported that before use of the bd angiocath¿ IV catheter foreign matter adheres to the tip of the catheter. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm on the catheter tip.

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Bd was able to verify the reported complaint of foreign matter. The spectral analysis shows the white material is most likely material from the top web of the angiocath blister pack while the clear material is most likely silicone. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. Based on the investigations conducted for complaints of silicone visible of angiocath, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process, for the white matter found in the catheter, it was not possible to determine the root cause or the origin of this type of material, since in the assembly area there is no circulation of this material. It was not possible to determine how a particle of this nature reached the catheter. There is a corrective action project has been initiated to investigate the silicone issue. CAPA 450094. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter foreign matter adheres to the tip of the catheter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: fm on the catheter tip.